Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that there was a poor communication screen on the patient programmer (pp). The patient reported that she wasn¿t able to communicate with the recharger. The patient reported that the last time she felt stimulation and last successful charge session was around february 2016. The patient reported that she didn¿t charge ¿because it wasn¿t working.¿ the patient reported that the stimulation stopped helping pain. The patient reported that her stimulation ¿hadn¿t been working for a long time, it gradually stopped working less and less, I had to bend my body to make contact and it got worse and worse and now I need to have an MRI and so I have to charged but when it was charged it wouldn¿t come on at all.¿ the patient clarified and reported that stimulation wasn¿t helping her, starting last (B)(6) (2016). The patient reported that she last felt stimulation and last recharged ¿around a year or so, it was around (B)(6) 2016.¿ the patient reported that she charged her implant recently and tried to charge on the call and reported seeing the reposition antenna screen. It was noted that the patient was seeing that the recharger battery was full not the ins. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.